Manufacturer narrative:
Continuation medical device: dtbb1d1 crtd implanted (B)(6) 2014.

Event description:
It was reported that the left ventricular lead had high threshold. The lead was explanted and not replaced due to a device downgrade. No patient complications have been reported as a result of this event.